Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2004: the patient presented for CT of the lumbar spine. The study showed the patient to have slight retrolisthesis of l3 on l4 but no signification central canal or foraminal stenosis is identified. There is an indistinct appearance to the strut graft with possible early incorporation superiorly, and inferiorly. On (B)(6) 2004: the patient presented with a preoperative diagnosis of l3-s1 disc disease with radiculopathy and l3-4 pseudoarthrosis. Patient also reports sense of weakness in his legs and numbness. The patient underwent the following procedures: anterior l3-4 diskectomy with removal of cage prosthesis and segmental instrumentation; l3-4 arthrodesis; l4-5 diskectomy and arthrodesis; l5-s1 anterior discectomy and arthrodesis; placement of femoral ring allograft prosthesis. Per the op notes, at l3-4 the previously placed cage was removed and a 15 mm implant was placed. At l4-5, a 17mm implant was applied and at l5-s1 a 15 mm implant was applied. All three implants were filled with rhbmp-2/acs. Grafton putty was placed anterior over the implants. No complications were reported. On (B)(6) 2004: the patient complained of incisional pain. The patient also noted left toes slightly numb, lateral aspect of left thigh numb, and bilateral thigh tenderness. On (B)(6) 2004: the patient complained of bilateral hip numbness from mid-thigh anteriorly to hip arch bilaterally. Patient can feel cold sensation, bend knees. Patient also complained of shaking chills. Hip/sacral/low back edema was noted. On (B)(6) 2004: it was noticed the patient had red, potential skin rash in skin folds of groin, elbows, armpits, and under knees. No itching. Patient was discharged home. On (B)(6) 2004: x-rays of the lumbar spine showed hardware to be appropriately positioned. No evidence of loosening. On (B)(6) 2004: the patient presented with small bowel obstruction, nausea and vomiting, and abdominal pain. Patient was admitted and treated. Several enemas were attempted with little success. On day two, the patient underwent a gastrograffin enema, which caused marked relief of his obstipation and he began to have several bowel movements. The patient had x-rays of the abdomen and chest that showed improving bibasal atelectasis or scarring in the lungs. On (B)(6) 2004: the patient underwent a ra colon barium enema. Impression: the patient has mild diverticulosis involving predominantly the sigmoid colon as well as the hepatic flexure region. The patient also complained of numbness in bilateral thighs radiating down legs. On (B)(6) 2004: the patient reported numbness, pain, and tingling bilaterally through hips and thighs. Left leg and toes numbness. Patient was discharged home in good condition. On (B)(6) 2011: the patient presented with chronic pain issues, arthritis of his knees, swelling of his knee, lower back pain that radiates to the left thigh and anterior thigh, and depression. On (B)(6) 2011: the patient presented with low back pain, tingling/ numbness of his feet. MRI study showed the l2-3 disc, above his fusion, is deteriorating and bulging, resulting in moderate neuroforaminal as well as spinal cord stenosis. Examination found lumbar mobility decreased, posterior spinal tenderness, and lumbar palpation revealed bilateral tenderness from l2-5. Assessment: leg paresthesia; spinal stenosis; chronic low back pain. On (B)(6) 2011: the patient presented with depression following his sister's death and traumatic experiences recurring in dreams. On (B)(6) 2011: patient presented requesting more narcotics but not abiding by plan set by doctor. On (B)(6)2011: the patient presented with possible uti, knee pain. Assessment: hypertension, osteoarthritis of left knee, chronic low back pain, obstructive sleep apnea; tobacco abuse; prostatitis. On (B)(6) 2012: the patient presented with back pain, burning sensation in feet, and nightly leg cramps. On (B)(6) 2012: the patient presented to pain clinic with upper lumbar pain left greater than right and tingling sensation. Patient also reported having depression, anxiety, numbness in extremities, and stress. Assessment: lumbar facet arthritis, knee osteoarthritis; peripheral neuropathy. The patient underwent a lumbar medial branch block with no complications. On (B)(6) 2012: the patient presented with depression, hypertension, and chronic knee pain. On (B)(6) 2012: the patient presented with hypertension and requesting more vicodin. Patient reports pins and needles feeling in his feet. On (B)(6) 2012: the patient presented for MRI of the lumbar spine. Impression: new disc protrusion and spondylitic ridging at the l2-l3 level producing canal stenosis, lateral recess narrowing and neural foraminal narrowing. This is likely due to increased stress on this disc level due to the fusion of the lower spine. Milder changes at the t12-l1 level. On (B)(6) 2012: the patient presented with knee pain, hypertension, and depression. On (B)(6) 2012: the patient presented with wrist pain, stiffness in his legs and wrists and low back in the morning, and back pain and depression. He is still smoking meth. Assessment: moderate major depression; meth abuse; failed back syndrome of lumbar spine; tobacco abuse; arthralgia; hypertension; radiation induced hypothyroidism. On (B)(6) 2012: the patient presented with pain in hands and wrists. He also reports back pain and depression. Patient is still using meth. Assessment: meth abuse; moderate major depression; tobacco abuse; chronic back pain; hypertension; radiation induced hypothyroidism; neuropathic pain. On (B)(6) 2013: the patient presented with diffuse bone pain and swelling of his hands and feet. Assessment: major depression; fibromyalgia syndrome; meth abuse; failed back syndrome of lumbar spine; hypertension; raynaud phenomenon. On (B)(6) 2013: patient presented for consult of his proteinuria. On (B)(6) 2013: the patient presented with pain in both wrists. Patient reports increasing arthralgia, especially of his hands and feet. The patient reports his back pain has been worse as well. The patient also reports anxiety. Assessment: peripheral neuropathy; change in bowel function; hypertension; tobacco abuse; meth abuse; failed back syndrome of the lumbar spine; arthralgia. On (B)(6) 2013: the patient presented with problems of his hands turning purple when cold and a cough. Assessment: copd exacerbation; anxiety and depression; meth abuse; hypertension; raynauds disease. On (B)(6) 2013: the patient presented with lower back pain that radiates to the left calf, right calf, left foot, right foot, left thigh, right thigh and left/right leg. Examination of the spine found posterior tenderness and lumbar palpation reveals bilateral tenderness from l3-s1. Assessment: spinal stenosis of the lumbar region; meth abuse; tobacco abuse; anxiety and depression; on (B)(6) 2013: the patient presented for MRI of the lumbar spine. The patient has low back pain and bilateral lower extremity radiculopathy, right greater than left. Impression: localized degenerative retrolisthesis of l2 on l3 above the level of posterior spinal fusion. There remains a broad disc bulge at this level with a super imposed small disc protrusion. The combination of findings result in persistent but stable moderate spinal canal stenosis. Disc disease and facet osteoarthropathy again results in moderate narrowing of the neural foramina bilaterally. On (B)(6) 2013: the patient presented with chronic low back pain. Assessment: proteinuria; hypertension; vitamin d deficiency; kidney cyst; smoking; low back pain. On (B)(6) 2013: the patient presented with back pain and anxiety and depression. Patient has joint pain and muscle weakness. Assessment: anxiety and depression; hypothyroid, unstable; vitamin d deficiency; amphetamine abuse. On (B)(6) 2013: the patient presented to physician for follow up. Assessment: proteinuria; hypertension; vitamin d deficiency; kidney cyst; low back pain; hypercholesterolemia. On (B)(6) 2013: the patient presented with fibromyalgia and thumb pain. Pt has tenderness and swelling over l 1st mc-c. Mild tenderness, various mcps and pips. Dips ok. Assessment: arthralgia of hand; anxiety and depression; on (B)(6) 2013: the patient presented with musculoskeletal pain and depression. Assessment: tobacco abuse; failed back syndrome of lumbar spine; meth abuse; anxiety and depression. On (B)(6) 2013: the patient presented cold symptoms, hypertension, bipolar disorder, and neuropathy. Assessment: hypertension; neuropathic pain; bipolar disorder; tobacco abuse; meth abuse. On (B)(6) 2013: the patient presented with depression and back pain. Patient reports having used meth recently. Assessment: hypertension; meth abuse; anxiety and depression; tobacco abuse; radiation-induced hypothyroidism; chronic knee pain; chronic low back pain. On (B)(6) 2013: the patient presented for follow up for ckd, hypertension, and vitamin d deficiency. Patient reports episodes of chest discomfort and left arm pain. Assessment: chronic kidney disease; hypertension; vitamin d deficiency; hypercholesterolemia; kydney cyst; dyspnea. On (B)(6) 2014: the patient presented with musculoskeletal pain. The doctor states it has been one month since he last used meth. Patient has nightmares. His hands and feet will turn blue when cold. Patient has sores on his feet. Assessment: toe ulcer, acute; raynaud phenomenon; arthralgia of hand; chronic low back pain, anxiety and depression. On (B)(6) 2014: the patient presented with an ulceration to the right, left 2nd and 3rd toes. The patient has shortness of breath. Patient has suicidal thoughts. The blister formation is consistent with tight shoes. Impression: unspecified idiopathic peripheral neuropathy; flat foot; keratoderma; pain in limb.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2004: the patient underwent fusion surgery using rhbmp-2/acs, musculoskeletal transplant foundation allograft and depuy inst rumentation (pedicle screws, pre bent rods and inner set screws). No other information was provided.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Review of radiographic images found as follows: on (B)(6) 2004 lumbar CT localizer scan shows pedicle screw construct at l3/4 with tlif peek cage and pedicle screws spanning the l3/4 level. Axial views show some lateralization of the l4 screws with penetration of the anterolateral body on the right. Without contrast dimensions of canal at the level below and above the fusion level cannot be verified. Wide decompression is noted at l3/4. No heterotopic bone is seen on these scans in the region of the capstone insertion track on the left. Spanning fusion bone is absent on these studies. Endplate erosion is seen in the lower endplate of l3 adjacent to the spacer. On (B)(6) 2004 lumbar spine series inter operative fluoroscopy during extension of the fusion construct to include the l4 and l5 levels. S crews are now present in l5 and s1 with interbody grafts at these levels as well. Ap view still shows the spinous process of l4 and l5 in place suggesting decompression has not yet been done at these levels. Tlif cage anteriorly at l3 has been replaced with femoral ring allograft. On (B)(6) 2004 chest x-ray very underpenetrated pa chest film with apparent enlarged left cardiac border. Diaphragm is at the level of t8 suggesting under inflation. Cardiac leads appear on the chest. Portable film poorly taken. On (B)(6) 2004 lumbar spine series this study shows pedicle screw construct from l3 to s1, 8 screws and two rods in satisfactory position. Grafts at l3, l4 and l5 now appear to be femoral ring allografts. They are in satisfactory position and have been shaped to improve lumbar lordosis. On (B)(6) 2004 lumbar spine series multiple ap films of the lumbar construct, the thoracolumbar junction and the pelvis are obtained. Hips appear normal without evidence of arthritis or osteonecrosis. Sacroiliac and pubis are normal. Pelvis otherwise normal. Thoracolumbar junction appears normal. Construct is unchanged between l3 and s1. On (B)(6) 2004 chest x-ray and ap abdominal film show no clear pathology. Bronchial thickening appears on the right. Left cardiac boarder is still enlarged despite improved inspiration. Abdominal film shows no dilated bowel or abnormal shadows (B)(6) 2004 barium enema no spinal pathology is seen. Construct in the lumbar spine can be seen behind the barium unchanged.